Event description:
The customer reported receiving an error 3 upon test strip insertion on their freestyle flash blood glucose monitor. During returned product testing, it was discovered that the unit of measurement could be changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery drop, or readings in the glucose log with cal code of 18 meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.